Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was hemolysis and insufficient blood flow through the device. The hemolysis event affected 100 devices. The insufficient blood flow issue affected 100 devices. The following information was provided by the initial reporter. The customer stated: "they get higher results with hemolysis in the tubes when they use eclipse signal and underfilling. 20/jan/2023 customer states the needle sticks in the vessel wall of the vein. This causes more foam in the tube and that leads to higher hemolyzed in the blood.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each used to fill 6 tubes, and no issues were observed relating to insufficient blood flow as all samples met specifications. The sales representative visited the customer to observe the reported issues, and along with the help of the region¿s clinical specialist, no connection between increased hemolysis and the eclipse signal pah device could be found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow / hemolysis. Bd was not able to identify a root cause for the indicated failure modes.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was hemolysis and insufficient blood flow through the device. The hemolysis event affected 100 devices. The insufficient blood flow issue affected 100 devices. The following information was provided by the initial reporter. The customer stated: "they get higher results with hemolysis in the tubes when they use eclipse signal and underfilling. (B)(6) 2023 customer states the needle sticks in the vessel wall of the vein. This causes more foam in the tube and that leads to higher hemolyzed in the blood.